Event description:
On (B)(6) 2025 at 9:56 pm cst, the user called in reporting that no glucose numbers were showing after entering the pairing code about an hour earlier. The patient's highest reported blood glucose (bg) reading was 315 mg/dl. The agent reviewed the alert history and confirmed a sensor failure, then guided the user through starting a new sensor from the dexcom menu and re-entering the 4-digit continuous glucose monitoring (cgm) pairing code. The agent troubleshooted with the user on how to pair the ilet to cgm successfully. Shortly after, the user saw readings of 187 mg/dl bg and trending down. The ilet's correction algorithm corrected the user's high bg. The device in use was the dexcom g7. No symptoms were reported by the user during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.